Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during therapy. The power was cycled to clear the alarm. The patient was to start therapy over with new supplies and the patient was advised on how to properly perform manual exchanges. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the event could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.